Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken wherein the ipg was explanted and replaced to address the issue. Effective therapy established post-op.

Manufacturer narrative:
B3-date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. (Date of implant is unknown).